Manufacturer narrative:
The account installed the external buzzer kit to resolve the issue.

Event description:
The account alleged the pt position module alarm could not be heard outside of the pt's room. No pt impact.